Manufacturer narrative:
The affected device was returned for inspection. The failure mode of reservoir falling off is considered confirmed since the reservoir was received separated from the unit. It was reassembled back into place and it fitted correctly and it snapped into place. It was noticed that the plastic notch that holds the reservoir snap in place had been scraped or impacted. The reservoir being received separated form the unit would thus also confirm the failure mode that the blood leaked into the environment when the reservoir fell off the device.

Event description:
It was reported that during a surgical procedure at the user facility, the device's tank disassembled from the lid. There was 700 ml of blood collected before it spilled onto the floor. There was no effect to the hospital staff or patient due to the blood spilling on the floor. The re-infusion was not completed as a result of the event. No delay, no medical intervention, and no adverse consequences were reported.

Event description:
It was reported that during a surgical procedure at the user facility, the device's tank disassembled from the lid. There was 700 ml of blood collected before it spilled onto the floor. There was no effect to the hospital staff or patient due to the blood spilling on the floor. The re-infusion was not completed as a result of the event. No delay, no medical intervention, and no adverse consequences were reported.